Event description:
It was reported that pump housing was cracked after pump was dropped and hit ground, and caller stated pump could no longer be used for insulin delivery. There was no adverse impact to the customer¿s blood glucose level. Multiple attempts were made by tandem¿s technical support to obtain additional information; however, no response was received.